Event description:
It was reported that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to an electrically leaky capacitor, designator c177, which caused depletion of the internal hlc battery. The capacitor was also found to be cracked.